Event description:
There was an rv lead revision done due to loss of capture and r waves of 1 mv. This lead was repositioned successfully and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be provided.